Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd syringe nrfit¿ lok with mixed product/lots. The following information was provided by the initial reporter: this lots of reference are mixed syringes nrfit with syringes luerlock, . All within the same box with the same reference (nrfit) and the same assembly.

Manufacturer narrative:
One hundred and ninety-five samples and one photo of 10ml nrfit syringes were received by bd. A quality engineer was able to examine the samples and photo from batch 1041220 regarding item 400174. All samples were received in sealed packages with all applicable product information on the package, and the samples were all found to be acceptable with no defects observed; however, the photo showed two sealed syringes next to each other with one being a standard luer-lok syringe tip and the other being an nrfit barrel tip. The observed mixed product condition was non-conforming per product specification.potential root cause for the mixed product defect is associated with inadequate line clearance on the marking machinery. A corrective action project was opened to further investigate this defect. Manufacturing personnel will be notified of this incident and additional training will be provided. Furthermore, a device history record review was completed for provided lot number 1041220. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.